Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a blood clot in the faradrive steerable sheath. During the procedure to treat atypical flutter, when the catheter was exchanged, the sheath was unable to be aspirated. The sheath was pulled to the right, a wire was inserted, still it was not possible to aspirate. Additionally, the patient is allergic to heparin and had activated clot time (act) of 348. All equipment were flushed with normal saline. Subsequently, the sheath was removed and replaced. The procedure was completed, and no other complications were reported. The sheath is not expected to return for analysis as it was disposed.